Event description:
I bought a flow flex covid test from publix in (B)(6) I took the test it came out negative but I woke up the next morning with a blister in my nostril it still has not healed. I have been washing it out with water I've used peroxide on a q-tip and put triple antibiotic ointment on it but the sore still remains in my nostril and is very painful. Wasn't sure if anybody else had this problem so I felt I needed to report it. FDA safety report ID # (B)(4).